Manufacturer narrative:
The subject endoscope is in continuous use at the facility, and there is no information that the facility has noted any problems with the endoscope. In addition, fujifilm confirmed that there were no problems with the manufacturing records or shipping inspection results for the distal end cap dc-08d (lot: 13632) in which the event occurred. As with similar events in the past, the event may have been caused by a defective installation of the distal end cap, but the necessary information could not be obtained from the facility and the cause could not be identified.

Event description:
On february 5th, 2024, fujifilm corporation became aware of a complaint involving dc-08d. It was reported that the patient was in for an ercp (endoscopic retrograde cholangiopancreatography) with laser lithotripsy. Upon completion of procedure when scope was withdrawn, distal end attachment was noted to be missing from scope. Doctor and anesthesia aware. Patient transferred to recovery care area. Patient remained drowsy for extended length of time due to anesthesia for long procedure. About 45 minutes after arriving to recovery, still drowsy, patient coughed up distal end attachment, patient's family member discovered and brought to nurse's attention.